Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) was accidentally switched off for 3-4 days. The patient spoke to a nurse regarding the issue and tried to sync step by step, but the patient programmer was unable to sync with the ins. It was noted that all the patient saw was a ¿? And then a picture of the programmer.¿ the patient tried to charge the day prior to report, but they ¿never got the beep to confirm he was fully charged.¿ the patient was redirected to their physician to determine the cause of the issue. No complications were reported or anticipated.